Manufacturer narrative:
During investigation, the exposed portion of the soft cannula was found to be damaged. A fluid path test was performed, and fluid was observed to leak from the tear in the exposed portion of the soft cannula. It could not be determined when or how this damage occurred. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose to greater than 250 mg/dl while wearing the pod between 24 and 36 hours on the arm. Investigation of pod found damage to the cannula.

Manufacturer narrative:
Correction: additional information in investigation conclusion: the device was received fully deployed. The device generated timeouts at the end of operation and a subsequent 0x68 hazard alarm, indicating there was an occlusion during the runtime (one or more pulses filtered in the last 15). No damages or defects that would contribute to a hazard alarm were observed. The exact cause of the 0x68 hazard alarm could not be determined. During investigation, the exposed portion of the soft cannula was found to be damaged. A fluid path test was performed and fluid was observed to leak from the tear in the exposed portion of the soft cannula. It could not be determined when or how this damage occurred.